Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer for evaluation. Images and video were provided, the analysis of which has not yet concluded. Evidence-based data indicates that with a patient history of cocaine abuse, vessel remodeling and malapposition is present, as cocaine-induced vascular changes can lead to "positive vessel remodeling" or delayed neointimal coverage (healing over the stent struts). This can cause stent malapposition, where the stent no longer fits snugly against the vessel wall, creating a site (nidus) for future clots. Data reviewed further indicates that the patient has preoperative history of vasospasm, this aligns with evidence-base data which indicates that with regards to severe vasospasm, cocaine triggers intense vasoconstriction by blocking norepinephrine reuptake and increasing endothelin-1 levels. This can cause acute luminal narrowing around the stent, potentially leading to stent underexpansion or mechanical failure during or after placement. This further aligns with the procedure overview statement: fred jr. 3x13 mm stent implanted; the operative physician observed stenosis or incomplete opening. The preoperative history of vasculitis is presented in the medical data associated with this case. Evidence-based literature indicates that vasculitis-induced occlusion specifically, vasculitis caused by cocaine abuse or levamisole leads to inflammatory infiltrates in vascular walls, which can result in thrombotic vasculitis and subsequent vessel occlusion, further compromising the patency of the stented area. While cocaine can induce vasculitis, which is often due to the common adulterant levamisole, the primary impact on stents is driven by a combination of inflammatory, mechanical, and hematological factors. This aligns with the intraoperative reporting of incomplete stent opening. Review of evidence-based literature indicates that with regards to vasospasms, severe vasospasm can occur as cocaine triggers intense vasoconstriction by blocking norepinephrine reuptake and increasing endothelin-1 levels. This can cause acute luminal narrowing around the stent, potentially leading to stent underexpansion or mechanical failure during or after placement. This clinical reference finding aligns with case review findings statements which include the following: ¿cocaine-induced vasculitis and vessel pathology may have contributed¿, and ¿layer separation signs: beak/fish-mouthing, difficulty crossing with wire, stent deformation¿.

Event description:
It was reported that an aneurysm was treated with a fred where stenosis in the middle of the stent required multiple types of intervention. The physician placed a fred 3 x 13mm stent and implantable coils, which is an off-label use of the stent. When stenosis or incomplete opening was observed within the middle section of the stent, the physician attempted to open the stent with a balloon catheter causing the aneurysm neck to be incompletely covered. Then a second fred 3 x 13mm stent was implanted somewhat overlapping and telescoping within the first fred. An additional lvis evo 3x18mm was then implanted somewhat overlapping and telescoping with the other stent. A reperfusion catheter was passed through the stents smoothly and there was no observed clot. There were ultimately 5-6 interventions with balloon catheters and stents to address the stenosis. Afterwards, the stented side remained open; however, the contralateral vessel closed down. The patient also had hydrocephalus and a ventriculostomy was noted prior to the case. It was also reported that cocaine-induced vasculitis and vessel pathology may have contributed to the reported event. The patient is now in a vegetative state. Parent vessel measurements: distal 2.99 mm, proximal 2.52 mm.